Event description:
Reportedly, prior to use on a pt. There was difficulty in inserting the guidewire into the stent delivery catheter. Then when pulling the wire back out of the delivery catheter, it was noted that the tip of the catheter was on the wire. This happened prior to pt use.

Manufacturer narrative:
Device not used on pt.